Event description:
The customer reported that an 840 ventilator had a blank display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to reseat the keyboard and touchframe harness to isolate the problem. Covidien was not authorized to service the device.